Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the scope communication error was identified as an e315 error. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is component failure. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope exhibited a blackout image following by an unspecified communication error. The event occurred during a diagnostic colonoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.